Event description:
The patient's wife reported that when her husband went to get a refill, she saw some blood come out when they were withdrawing the medication from the pump. She also indicated that the doctor couldn't get the medicine to go all the way into the pump and he didn't get the full amount. She indicated that there was an x-ray done of the pump. The doctor gave the pt oral dilaudid in case he went through withdrawal. The dr told them that the pump needed to be replaced. The patient began experiencing sweating and vomiting shortly after and the doctor directed him to the emergency room. Follow-up with the health care professional (hcp) provided that the patient had come in for a refill. When the pump was aspirated, they noted some blood tinged fluid; the expected and actual pump volumes were not available. The patient's pump was refilled with 18 cc of medication. The hcp aspirated the pump under fluoroscopy and only 15 cc of the 18 cc was aspirated. The hcp felt that the pump was leaking and that 3 cc of the medication went into the pump pocket. The pump was replaced. The patient was seen in the clinic in 2008 and everything was okay. The pump was used to deliver bupivacaine and dilaudid.